Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The patient stated that she can feel when her glucose is too high or too low and that the cgm was reading off by 40 ¿ 50 points mg/dl. At the time of the event her cgm was reading 117 mg/dl. Her symptoms at the time were not reported, but the rescue squad was called, and they told her that her bg would not register on their equipment. When she arrived at the hospital her bg was over 900 mg/dl (specific value not provided). She was in the hospital for 3 days. No information was provided regarding treatment provided. At the time of the report she told the technical support representative that she was not feeling right, and when she checked her cgm it showed 68 mg/dl, but her glucometer showed a bg of 44 mg/dl. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available for the time of the adverse event to search within the parkes error grid calculator. No additional patient or event information is available.